Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phaco tip was clogged during surgery. The surgery was completed on the same day after replacing the phaco tip with another one. The procedure type was unknown. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., d.10., h.3., h.6. And h.11. One opened phacoemulsification tip in a wrench, in a bag was received for the report. The returned sample was visually inspected and was found to be conforming. The sample was then functional occlusion flow checked and was found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample was found to be conforming for all visual and functional testing associated with the reported event; therefore, phacoemulsification tip clogged during surgery as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specification. All phacoemulsification tips are hundred percent visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).